Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive, an issue occurred in which air was drawn in continuously. The issue was resolved by replacing the device. The procedure was completed successfully with no reported patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of the farawave catheter into the faradrive, an issue occurred in which air was drawn in continuously. The issue was resolved by replacing the device. The procedure was completed successfully with no reported patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.